Manufacturer narrative:
Retainer ring = black. Customer reported a blank display after replacing the battery on (B)(6) 2021. The following actions/tests will be performed: visual inspection for cosmetic damage; power up test; required tests; cutting open the case; visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays were noted during testing. On the other hand, the red notification light was continuously on plus the left and go back keypad buttons did not work. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; pcba1--j7, j6, da1, da2, j1, j2. In summary, did not note a blank display as per what the customer claims; however, the continuously lit red notification light and the non-functioning left, go back keypad buttons are due to the moisture damage seen on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The customer reported blank display after replacing a new battery. The customer stated that insert battery alarm was displayed on the screen. They stated that battery compartment, spring damaged or corroded did not occurred. No harm requiring medical intervention was reported. The device will be returned for analysis.